Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular (rv) lead exhibited high pacing impedance with greater than double rise from the baseline impedance. It was also noted that the rv lead exhibited under-sensing of intrinsic r waves and noise. The rv lead was not used and replaced. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported events of under sensing, noise, and high pacing impedance were not confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood. Visual and x-ray examinations of the lead found no anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.